Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via email that the customer reported a hospitalization with diabetes ketoacidosis. The customer was contacted to obtain hospitalization information. Customer stated she was hospitalized on (B)(6) 2015; blood glucose was 57mg/dl. Customer stated she had the flu, vomiting and diarrhea caused blood glucose levels to drop. Customer was taken to hospital; treated for hydration and nausea. Customer was then discharge from the hospital. Customer mentioned another hospitalization on (B)(6) 2016. Customer's blood glucose was over 500mg/dl. She felt her chest/arm abnormal and went to the emergency room. The customer had diabetes ketoacidosis and heart attack while she was in the hospital; had a double bypass. Customer was wearing the insulin pump at the time of hospitalization. Customer stated back in january, she had issues with the insulin pump, unsure of what it was. Checked alarm history and found battery out and failed battery and no delivery. Customer declined troubleshooting.